Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that parts of the screen did not respond or were slow to respond to the stylus and it was noted that the stylus randomly skipped on the display screen. The overlay/bezel assembly was replaced to resolve. It was further noted that the stylus had a loose tip and that the system fan was noisy. Both were replaced and the stylus was calibrated. Concomitant: product ID 229047 software analyzer (B)(4)

Event description:
It was reported that even after the programmer's stylus was replaced and calibrated, parts of the screen did not work or were slow to respond. It was further requested that the programmer be upgraded and repaired as needed. The programmer was returned for service. No patient complications have been reported as a result of this event.